Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a self-test failure on their heartmate 3 system controller. They were brought into the clinic where another self-test was performed, which worked. Plans were made to switch the controller. A review of the log file revealed a self-test on (B)(6) 2023 at 1135 and at 1731. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a self-test failure was unable to be confirmed. A review of the log files contained data spanning approximately 13 days (on (B)(6) 2023 per timestamp). All of the captured data appeared to show the system controller operating as intended. No atypical alarms were active in the log files. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis in unremarkable condition. The system controller was functionally tested and passed without issue. The controller was connected to a mock circulatory loop and operated the system as intended for an extended period of time. Multiple self-tests were performed on the controller without issue. The controller was opened in order to inspect the user interface ribbon cable, and connectors. The ribbon cable and connectors were in unremarkable condition and the cable was properly seated in the connectors. The self-test issue was unable to be reproduced throughout testing. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿ details all alarms pertaining to the system controller and describes the visual indicators that are active during each alarm. The heartmate 3 patient handbook, rev. D, section 2 ¿how your heart pump works¿ describes how to properly perform a daily controller self-test. This section also provides a checklist to ensure that the visual and audible indicators are operating as intended. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.